Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Analysis of the ipg 3058 interstim ll (serial# (B)(4)) passed all functional testing. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the implantable neurostimulator (ins) can and that telemetry was acceptable. The ins output was tested at the cut end of the returned lead. Good stable output was observed on all electrode pairs the ins had when it was received. The ins output was tested at the cut end of the returned lead. A short was identified between circuits the #0, #1, and #2 circuits. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said their device was causing pain so the hcp removed it. The rep asked, but it is unknown if the issue was resolved at the time of this report. No device issue was reported and no further patient complications have been reported as a result of this event.